Event description:
(B)(4). Severe heavy menstrual bleeding, that lasted for 3 weeks. It was so heavy that they had to stop my menstrual cycle, because I was getting dizzy and almost passing out. Sever abdominal pain and cramping . Loss of appetite, but gaining of weight, and bloating.